Event description:
It was reported that the asymptomatic patient presented remotely. Post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on stored records. Far r-wave oversensing was also noted. Programming changes were recommended.

Manufacturer narrative:
(B)(4).